Manufacturer narrative:
Conclusion of investigations is pending.

Event description:
Initial report rec'd on (B)(6) 2011 from a physician for herself via company rep. This female physician experienced painful hard inflammatory nodules and unspecified timeframe after the injection of poly-l-lactic acid (sculptra). The pt's relevant medical history and concomitant medications were not reported. On an unspecified time date, while she was volunteered for participation to a poly-l-lactic acid sculptra) workshop, she rec'd injections of poly-l-lactic acid (sculptra) batch number unspecified. The sites of injections were not reported. Nevertheless the context suggested that it was in the cheeks by subcutaneous route. Then, an unspecified time frame later, she presented with five painful hard inflammatory nodules of 2 mm of diameter, on each cheek. She rec'd a corrective treatment with cortisone nos and observed an improvement of the painful hard inflammatory nodules. Despite unclear info, it seemed that at the date of the contact this corrective treatment was ongoing. Nevertheless the nodules persisted at the date of the contact. The case had been registered in the sanofi aventis quality assurance data base, under the product technical complaint number (B)(4).